Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose ranged between 70-256mg/dl. Reportedly, the customer changed the pump supplies to address the issue.